Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. Additionally, it was noted that during surgical intervention to remove the related defibrillator and the right atrial lead, the helix mechanism of this lead could not be retracted. Subsequently, this lead was unable to be explanted. The patient was referred to another facility for extraction of this lead. No further information was provided as to whether this lead was explanted. No additional adverse patient effects were reported. This lead is not expected for return.